Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error and the keypad did not move. Customer's blood glucose reading was noted to be 124 mg/dl. Customer mentioned that the insulin pump was dropped a few weeks ago. Customer stated that the insulin pump was in her bra while exercising when the alarm occurred and the customer is unsure what the alarm was. Customer was sent a replacement insulin pump and the device is expected to return for analysis.

Manufacturer narrative:
Unit received alarming critical pump error. Unit received with unresponsive buttons due to corroded keypad traces. Unable to download unit or verify critical pump error due to keypad anomaly.